Event description:
Medtronic received a report that during the procedure, after the phenom 27 microcatheter was positioned, the ped2-425-20 was delivered to the target vessel. After retracting the microcatheter, the distal end of the stent opened normally. During further deployment of the stent, the distal end of the stent slipped. The operator attempted to recapture the stent with the microcatheter to reposition it. During the recapture process, the stent detached, and the pusher wire could not control the stent. The operator advanced a navien catheter and withdrew the phenom microcatheter together with the stent out of the body. Another new microcatheter and stent were then used instead to successfully complete the procedure. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing an aneurysm flow-diverting stent implantation procedure for treatment of a saccular, unruptured left internal carotid artery c6 segment aneurysm with a max diameter of 5mm and a 4mm neck diameter. Landing zone: distal: 3.7mm and proximal: 4.2mm. It was noted the patient's vessel tortuosity was severe. Access vessel was the right femoral artery with an 8mm diameter. The angiographic result post procedure showed reduced blood flow within the aneurysm. Ancillary devices include a phenom 27 microcatheter and navien guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.